Event description:
Pt developed a seroma at the left groin drainage site. Pt admitted for IV antibiotic treatment in 2005, discharged 6 days later. Pt returned about 2 weeks later and seroma had healed.